Event description:
It was reported that foley catheter balloon was not inflated during the pre-test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was not inflated during the pre-test. Per follow up information received via ibc on 31jul2025, stated that the date of the event is unknown. Per investigator's notification received on 26dec2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 119316, manufacturing lot number ngjv3287 and batch number mykp6417. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was present. Concentricity of catheter balloon is 75/25. The balloon deflated 10ml methylene blue solution within 26sec. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.